Event description:
It was reported that the customer was hospitalized due to low blood glucose on an unknown date. Blood glucose reading was 2.4 mmol/l. Customer did not state how they were treated for the low reading at the hospital. It was reported that the low blood glucose was caused by the customer's incorrect operation of the insulin pump. Troubleshoot for the low blood glucose incident could not be performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to product return status has been updated and provided in b5 section of this report.

Manufacturer narrative:
The pump passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime/a33 test. The operating currents were in specification. The pump received with stuck motor error alarm loop during bolus/basal delivery. Unable to perform a21 error test, occlusion test, excessive no delivery test and the dat due to motor error alarms. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the pump and passed. The following were noted during visual inspection: cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. During the carelink upload, the link device was found but the device was not responding. Carelink was not successful problem isolated to the electronic assembly. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 16-dec-2021 in the pump history file due to no data available in the primary (B)(6). Unable to perform the history review 1 week prior to the event date 16-dec-2021 in the pump history file due to no data available in the primary (B)(6). Unable to perform the history review 2 days prior to the event date 11-may-2024 in the pump history file due to no data available on (B)(6). Unable to complete the functional testing due to motor error alarm. Unable to confirm alleged hypoglycemia. However, the pump did pass the displacement test. Displacement test anomaly was not confirmed. No current code/category confirmed/unable to complete the carelink upload, problem isolated to the electronic assembly. Motor error alarm was confirmed during testing. Device test failed confirmed (motor error alarm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.